Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Log file analysis indicates intermittent contact force near the end of the procedure. Optical fiber 2 did not meet specifications for optical properties and no contact force was displayed when the catheter was connected to the tactisys quartz unit. Additionally, the shaft material had been fractured just proximal to electrode ring 4, and the catheter had been slightly bent at this location. Further investigation revealed optical fiber 2 was fractured at the location of the bent catheter shaft, consistent with the reported contact force issue. Additionally, the device did not meet specifications during a shaft leak test and an irrigation leak test. Further investigation revealed that the irrigation tubing had been fractured at the distal end of the device near the location of the bent shaft, consistent with the failed shaft and irrigation leak tests, fluid ingress, and a loss of force data during the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the optical fiber fracture, fractured shaft material, and fractured irrigation tubing is consistent with the bend in the catheter shaft. The cause of the bend is consistent with damage during use.

Event description:
This report is to advise of an event noted during analysis revealing a leak in the catheter.